Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient was unable to see .the lens was exchanged for a different lens approximately four months following implantation. Myopic outcome was the clinical reason given for the explant. Additional information was requested.

Manufacturer narrative:
(B)(4).